Event description:
The distributor service center reported, "vent inop occurred on oct. 17, 2007, a.m." Add'l info received stated, "when they used this ltv in normal way, suddenly the alarm was sounded and the l/tv was came to a stop". No allegation of pt harm.